Event description:
A peritoneal dialysis (pd) pt's wife reported that the pt was hospitalized for low oxygen blood saturation levels. During follow up with the pt's pd nurse reported the pt was hospitalized for low oxygenation (spo2) and the related symptoms. This was due to a low cardiac ejection fraction and failing cardiac condition. He was released to hospice (B)(6) 2014. He continued pd with his wire's assistance while in hospice until approximately (B)(6) 2014. The pt withdrew from all care and died (B)(6) 2014 due to suspected cardiac arrest. He had no issues with his pd treatment, no infections, and no intervention for a pd related issue until he withdrew from pd treatment. She reported that his heart condition was pre-existing to starting renal therapy. His fluid balance had been maintained as expected with dialysis.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.